Manufacturer narrative:
A ge representative evaluated the system and replaced 2 parts and repaired the system. System operates as intended. No further repair info is available.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.